Event description:
It was reported the disposable caused the device to alarm no disposable pump will not run. Device settings read: rate 2.0 ml/hour, reservoir volume 10.2 ml, given 81.85 ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown. D4: lot number, and expiration date are unknown; h4: unknown.

Manufacturer narrative:
Other, other text: additional contact: (B)(6), (B)(6) hospital (B)(6). Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.